Event description:
A (B)(6) male patient's download revealed multiple can comm timeouts, abnormal shutdown, belt data stream faults, belt comm error, and service code 204. The patient had also reported the same issues the same day. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (multiple communication error messages and service code 204) has been confirmed. Upon evaluation, it was found that the trunk cable connector was cracked. The root cause of the cracked connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.